Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had red streaks on the display. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1: (event site telephone: (B)(6)). A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the display control board (0670-00-0640) using screw label covers (0334-00-1666), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.